Event description:
The customer reported initially elevated red blood cell (rbc) and platelet background results and approximately five milliliters of diluent leaked within the instrument involving the coulter® hmx hematology analyzer with autoloader. During troubleshooting with customer technical support (cts), the customer bleached the apertures and performed system test. The customer also adjusted the low vacuum. However, the issue was not resolved. The customer indicated no erroneous patient results were generated. There was no patient impact associated with this event. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) secured the sweepflow tubing and resolved the fluid leak and red blood cell and platelet background issues. The fse replaced the peltier temperature control module which was damaged by the fluid leak. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, disconnection of the sweepflow tubing is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).